Event description:
It was reported that the patient was experiencing shocking sensations when turning on the device. Database analysis was conducted however, the result was inconclusive and does not provide the root cause of the reported therapy issues. The patient underwent a revision procedure.